Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (B)(4). Journal article citation: andraos, e. A., jamil, z., & padberg, f. T., jr (2019). Septic embolization from stented arteriovenous fistula. Journal of vascular surgery cases and innovative techniques, 5(2), 195¿196. Doi: 10.1016/j.jvscit.2019.02.004.

Event description:
It was reported in an article in the journal of vascular surgery case and innovative techniques titled " septic embolization from stented arteriovenous fistula " that one year after the placement of the stent graft, the patient was hospitalized each month for three months for high fever and chills refractory to antibiotic. Chest radiography and computed tomography demonstrated target lesions consistent with septic emboli and the blood culture reported methicillin-resistant staphylococcus aureus (mrsa). Intraoperatively, inflammatory reaction surrounding the stent was marked by dense fibrosis without purulence therefore, covered stent graft was excised with the preservation of the fistula, which continued to function well. The explanted stent graft blood culture reported positive for mrsa and the article also hypothesized that the stent graft infection developed from translocation of skin flora introduced through repeated percutaneous access. The patient was maintained on six weeks of antibiotics and repeated blood culture was negative.